Manufacturer narrative:
Patient information was requested, but to date has not been provided. The device was returned for investigation. The investigation is currently in progress. A follow up report with the results of the investigation will be submitted after the investigation has been completed.

Event description:
During an arthroscopic subacromial decompression procedure using super turbovac 90 with integrated cable, flecks of black insulation from the super turbovac arthrowand fell in the surgical site and were left in the patient's shoulder. No additional information is available.